Event description:
It was reported that revision surgery was performed due to periprosthetic fracture. The cause of fracture was patient fall. The date of primary surgery is unknown.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, per complaint, the patient fall resulted in a periprosthetic fracture for which the revision was performed. The patient impact beyond the revision procedure cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.